Event description:
It was reported that the ups failed in the wiring closet. This particular ups supported the two 3com switches. When the ups failed, central monitoring was lost for 3 patients for approximately 40 minutes. Bedside monitoring continued without interruption. There was no patient harm of any kind associated with the failure. Patient information was requested and was not available.

Manufacturer narrative:
The device is an installed centralized patient monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The backup battery in the ups, by manufacturer eaton powerware, failed to provide power during a power dip at the hospital. This event is being filed as an MDR because of the temporary loss of centralized monitoring for about 40 minutes to an hour. The biomed was unable to ascertain how old the battery was. Neither the actual device nor the battery was returned to the manufacturer. The customer biomed replaced the battery and the ups alarms went away. That, and the age of the device, is sufficient to confirm the reported failure and to indicate normal wear out of the battery as the probable cause. The customer biomed reported that there were 3 patients connected to the centralized monitoring system at the time of the power failure. He couldn't provide patient details due to hospital policy, and referred me to the unit manager, who stated that it was impossible to get those records.